Event description:
This is report 8 of 8. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Action taken with dianeal therapy was not reported. The cause of peritonitis was unknown. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.